Event description:
It was reported that the right ventricular (rv) lead used for pace/sense function had chronically poor r-waves. The lead was extracted and was replaced with a new lead to function as the pace/sense portion in the rv. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg implantable cardioverter defibrillator (B)(6) 2007; 694765 implantable tachy lead (B)(6) 2007; 5076-52 implantable pacing lead (B)(6) 2007. (B)(4).